Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing on the atrial channel due to a compromised lead integrity. As a result, inappropriate atrial tachy response (atr) episodes were stored. In addition, an abrupt but within range decrease in pacing impedance measurements of the ra lead and right ventricular (rv) lead was also noted. No adverse patient effects were reported. This ra lead remains in service.